Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14915023.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein one lead was replaced and added two new leads. The patient was doing well post-operatively. The explanted lead will not be returned as it was kept by the facility.